Manufacturer narrative:
Investigation summary: confirmed the appearance of the actual product and found no abnormalities such as damage or deformation. A bottle needle was punctured into an infusion bag containing purified water, and the solution was confirmed to pass without any problems. No abnormality was found in the actual product, and the requested event could not be reproduced, so the cause could not be identified. This event was estimated to be due to temporary liquid retention due to bubbles (air layer). A device history record could not be performed as the lot number is unknown.

Event description:
It was reported that flow issues occurred during use with a IV set/20drop/std. The following information was provided by the initial reporter, "saline didn't flow smoothly."

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred during use with a IV set/20drop/std. The following information was provided by the initial reporter, "saline didn't flow smoothly."